Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document device evaluation results

Event description:
It was reported that during a procedure at the user facility when adjusting the jig of the device during bone placement, the software showed an inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure at the user facility when adjusting the jig of the device during bone placement, the software showed an inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.